Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty scope socket was discovered and preventing the locking mechanism and scope detection slide from functioning properly. This failure was the cause of the reported no image failure. Additionally, the front panel had cosmetic damaged noted. The locking mechanism, and lamp will require replacing. The main power switch also needs to be upgraded to the newer version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was not displaying an image when connected to a gi scope during procedure preparation. Initial reporter believes the front panel is damaged. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.